Manufacturer narrative:
Inspection of the device found no evidence of an obstructed cannula that would affect fluid flow through the device. Fluid was able to flow through the complete fluid path without any resistance. There was no evidence of damage observed on the fully deployed cannula. Blood was observed on the adhesive pad. No damage was noted that can be confirmed as the cause of the reported bleeding event. The cause of the reported bleeding could not be determined. Inspection of the fluid path found no evidence of blood blockage that could have contributed to the reported cannula obstruction.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 280 mg/dl between 4 and 24 hours of wearing the pod. The reporter stated they believe the pod has a blockage and insulin was not flowing into their body. When the patient woke up, their bg level was at 250 mg/dl, and they administered boluses, but the bg levels continued to increase. The patient noticed a bit of dry blood on the pod. Upon removal of the pod from their arm, the cannula was bent, and it was also dry. There is normally a drop of insulin when the pod is removed which is why they suspected a blockage. The patient resumed treatment and the bg levels decreased.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked and kinked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone18.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.